Event description:
Device 2 of 2. Reference MFR report #1627487-2013-12366. It was reported the patient is no longer receiving stimulation in the lower leg. The sjm representative was unsuccessful in regaining stimulation with reprogramming. The physician ordered x-rays. Note the patient received three leads from two lot numbers.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.